Event description:
Follow up information received confirmed that the ins was implanted too deep in the patient and that diagnostics could not be performed since no communication was obtained using either the clinician or patient programmers. It was unclear if the ins battery was in an overdischarged condition. The physician then decided to replace the ins which was performed on (B)(6), 2012. The patient outcome following the replacement surgery was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (product# 37712, serial# (B)(4)) found its service life had started prematurely. Testing of the recharge function of this ins found it to be functioning normally. The recharger had full coupling. The battery had reduced capacity due to overdischarge. Analysis of the plug (product# 3550-29, lot# n196094) found no anomaly.

Manufacturer narrative:
Product ID 377745, lot # v016736, implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer; product ID 37702, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-39, lot # n197005, implanted: (B)(6) 2009, product type accessory; product ID 3550-29, lot # n196094, implanted: (B)(6) 2009, product type accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that there were coupling and/or communication issues with an implantable neurostimulator (ins). It was reported that the surgical pocket is too deep and a procedure was scheduled to revise the pocket and implant a new ins. On the day of implant, it was difficult to read the ins and not possible to check lead impedances. It was also reported that communication with the ins was not successful when the patient later met with a manufacturer's representative for receiving assistance regarding ins recharging. It was difficult to determine if this was an issue due to ins performance or a deep surgical pocket. Overdischarge of the ins was considered to be a potential cause of the observed difficulties, so replacement of the ins was planned as part of the upcoming pocket revision. Additional information has been requested, but was not available as of the date of this report.